Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and high thresholds after the patient was lifting heavy objects. The lead was turned off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.